Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: there are no previous complaints of the same code-batch. Manufactured (B)(4) units of this code batch. There are (B)(4) units in stock. Received any sample for analysis. Requested 12 unopened pouches (one box) from stock to analyze them. Tested the needle attachment of all samples received from stock and the results fulfill the OEM requirements. Final conclusion: although the results of the samples received from stock fulfill the OEM specifications, note of this incident was taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: south africa. Suture detached from needle after opening package.

Manufacturer narrative:
Samples received: there are no samples available. Analysis and results: there are no previous complaints of the same code-batch. We manufactured 612 units of this code batch. There are 96 units in our stock. We have not received any sample for analysis. We have requested 12 unopened pouches (one box) from stock to analyze them. We have tested the needle attachment of all samples received from stock and the results fulfil the requirements of the (B)(4). 0.49 kgf in average and 0.33 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: although the results of the samples received from stock fulfil the specifications of (B)(4) specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.